Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 25 mmol/l at the time of the event. The customer was admitted to the hospital and the blood glucose value was 29 mmol/l and the treatment was IV insulin. The customer experienced nausea and also ketone tested positive. The customer reported the pump had a blank display. Troubleshooting was performed and it was stated the contacts on the battery cap were missing. It was stated the pump had been dropped. No harm requiring medical intervention was reported. It was unknown whether the customer would continue or discontinue to use of the device; however, the device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was monitored for 2 days. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with cracked battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see below for the boluses listed on the event date 24-feb-2024 in the pump history file. 02/24/2024 02:50:02.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. 02/24/2024 04:54:26.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. 02/24/2024 15:30:16.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.3. Bolus amount delivered = 1.3. Please see below for the daily total of all insulin delivered on the event date 24-feb-2024 in the pump history file. 02/25/2024 00:00:00.000 daily totals. Daily total collection start time = 02/24/2024 02:44:33.000. Daily total of all insulin delivered = 35.5. Daily total of basal insulin delivered = 31.2. Daily total of bolus insulin delivered = 4.3. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-feb-2024 in the pump history file. 02/23/2024 17:01:00.000 alarm alert notification. Fault number = low battery alert (104). 02/24/2024 02:32:00.000 alarm alert notification. Fault number = change battery fault (73). 02/24/2024 02:32:22.000 battery removed. 02/24/2024 02:32:22.000 alarm alert notification. Fault number = battery removed (84). 02/24/2024 02:42:00.000 alarm alert notification. Fault number = battery removed (84). 02/24/2024 02:43:03.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). 02/24/2024 02:44:02.000 alarmalertnotification fault number = batt out limit (6). 02/24/2024 02:44:12.000 alarm alert notification. Fault number = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/ketones. Blank display not confirmed. Cosmetic damage was confirmed at the back of the pump. Battery cap damage was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.